Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-oct-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving clonidine, bupivacaine, and dilaudid via an implantable pump for cancer chemotherapy; renal cell. It was reported that the company representative was called to the physician office for refill. A pump refill was attempted under fluoroscopy. The physician had suspicions that the pump had flipped. The event occurred during normal use. The patient was scheduled for surgery which was to occur (B)(6) 2019. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was indicated that the patient had a fall in (B)(6) that resulted in an arm fracture requiring surgical intervention and that the patient had lost and gained weight recently. The issue was not resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. On (B)(6) 2019, a company representative reported that the pump was confirmed as having flipped. The pump had flipped so they could not refill it. On (B)(6) 2019 they revised the pump segment, cleared the catheter, and changed the concentration of the dilaudid. When the pocket was opened up the catheter was all tangled. The patient was noted as currently receiving the following medications via their pump: clonidine with concentration 300 mcg/ml at a dose rate of 19.99 mcg/day, bupivacaine with concentration 3 mg/ml at a dose rate of .199 mg/day, and dilaudid with concentration 15 mg/ml at 1 mg/day. The new drugs the patient was receiving were as follows: clonidine with concentration 300 mcg/ml at a dose rate of 30 mcg/day, bupivacaine with concentration 3 mg/ml at a dose rate of .3 mg/day, and dilaudid with concentration 10 mg/ml at 1 mg/day. No further patient complications have been reported as a result of this event. The patient¿s medical history included: cancer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The catheter was not tangled to the point of occlusion. However, the physician wanted to put a new pump segment in. Regarding the current status of the pump, the pump was flipped back into position and re-sutured down. The pump remains implanted and a new model 8784 catheter piece was implanted. As per the manufacture¿s device registry, the original catheter was partially reused and the new catheter component was implanted on (B)(6) 2019. The original pump segment was not returned. It was further noted that they did not feel it was necessary since the pump flip was due to a patient fall and there was not an issue with the catheter.